Manufacturer narrative:
(B)(4). Date sent: 8/12/2021. D4: batch # v94e2y. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed six conforming clips. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." The event described could not be confirmed as the device performed without any difficulties noted. The jaws were reviewed, no anomalies were noted, and no product defect was identified. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is meant by "scissoring occurred?" Did the device jaws cross? Or did the clips scissor? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. What is meant by ""scissoring occurred?"" Did the device jaws cross? Or did the clips scissor? The clip scissored. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The device has been received at sukagawa and will be shipped. Please check rmao. No further information will be provided."

Event description:
It was reported that during a laparoscopic cholecystectomy, scissoring occurred (the clip scissored). Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.